Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately one month post-cardiac resynchronization therapy defibrillator (crt-d) system implant with an absorbable envelope. The system was removed and a temporary system was utilized for approximately one week until a new system could be implanted. It was later reported that no infection was found via culture tests and the physician thought it may have been an allergic reaction. No further patient complications have been reported as a result of this event.